Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor did not generate a bradycardia/low hr alarm for this neonatal patient. The patient's heart rate dropped to 90 bpm; however, it was alleged there was no visual or audible alarm for the heart rate. It was indicated the patient was not harmed and there was no intervention required. A review of the alarm log and clinical audit logs by the engineer revealed there were numerous bradycardia and low hr alarms during the event timeframe, the red alarm sound played and none of the alarms were acknowledged/silenced.